Manufacturer narrative:
The hcg + b reagent lot number was 79772305 with an expiration date of 31-oct-2025. Calibration was last performed on (B)(6) 2024 with acceptable results. Qc was acceptable. No issues were identified during a review of the alarm trace data. The field service engineer (fse) found the packings were deformed. The fse replaced the packings and performed system alignments, system volume checks, photomultiplier voltage adjustments, and blank cell calibration. Instrument performance testing was acceptable. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg+b (hcg + b) on a cobas e 411 analyzer (rack system). The initial result was 4.39 miu/ml. This result did not match the patient¿s clinical condition and the sample was repeated. The repeat results were 2419 miu/ml and 2394 miu/ml. The repeat result of 2394 miu/ml was believed to be correct. The questionable result was not reported outside of the laboratory.